Event description:
It was reported that the nurse initially asked for return call in 15 minutes. Called back at 3:47, spoke with second nurse helping primary. Nurse stated they were getting low flow alarms in an arctic sun device 01 (patient line open)/ 02(low flow), water flow rate (wfr) was 0 l/min. Confirmed therapy had been running for about 14 hours before. Patient had not left for any procedures. Had nurse stop therapy and empty pads. Informed nurse to disconnect pads, straighten all tubing, and reconnect pads with proper technique. Nurse stated the patient was critical and unable to disconnect pads or continue troubleshooting. Provided nurse direct phone number to call back once they were able to troubleshoot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse initially asked for return call in 15 minutes. Called back at 3:47, spoke with second nurse helping primary. Nurse stated they were getting low flow alarms in an arctic sun device 01 (patient line open)/ 02 (low flow), water flow rate (wfr) was 0 l/min. Confirmed therapy had been running for about 14 hours before. Patient had not left for any procedures. Had nurse stop therapy and empty pads. Informed nurse to disconnect pads, straighten all tubing, and reconnect pads with proper technique. Nurse stated the patient was critical and unable to disconnect pads or continue troubleshooting. Provided nurse direct phone number to call back once they were able to troubleshoot.

Event description:
It was reported that the nurse initially asked for return call in 15 minutes. Called back at 3:47, spoke with second nurse helping primary. Nurse stated they were getting low flow alarms in an arctic sun device 01 (patient line open)/ 02(low flow), water flow rate (wfr) was 0 l/min. Confirmed therapy had been running for about 14 hours before. Patient had not left for any procedures. Had nurse stop therapy and empty pads. Informed nurse to disconnect pads, straighten all tubing, and reconnect pads with proper technique. Nurse stated the patient was critical and unable to disconnect pads or continue troubleshooting. Provided nurse direct phone number to call back once they were able to troubleshoot. Per follow up information received via phone on 28feb2025, the charge nurse stated patient had been a 42-year-old male who came into ICU for an overdose. According to primary nurse noted in patient file, patient had started seizing activity during the helpline call. Doctor ordered therapy was terminated due to patient critical state. Pads were removed and disposed of and device returned to service. They do not have the pad size available. Patient later passed away due to overdose effects, not related to or while on arctic sun device.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. No additional actions can be taken at this time. Correction: a, b. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.